Manufacturer narrative:
Device investigation could not be conducted since it was not returned to manufacturer. During processing of this complaint, manufacturer attempted to obtain complete event and information and received that the patient is in good condition. Based on the obtained information it is supposed that the tip of the guidewire was trapped in the cto lesion, before and/or after the trap, the microcatheter was advanced with difficulty to the lesion over the subject guidewire, so that pushing and bending force worked repeatedly on the guidewire, resulting the increase of the friction and getting stuck between the two devices. Under such condition, pull-back manipulation was made to the devices as a unit, which led the pulling force to the trapped tip of the guidewire, the breakage of the tip due to the force exceeding the product design limit. Lot history review could not be performed as no lot information was available. Since all the products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, the patient was admitted with asymptomatic ventricular tachycardia, with a preceding episode of chest discomfort three days prior to this admission, and underwent pci to the lad, and lcx. After stenting of 2 des stent to lad, treatment to chronically occluded lcx began. Prior MRI suggested sub endocardial lateral infarct indicating that revascularisation was appropriate. Long occlusion from ostial proximal to mid circumflex could not be passed with other guidewires, subject confienza pro 12 wire was used, which could advance into what appeared to be a true lumen distally. A micro-catheter was advanced over the guidewire with great difficultly. Given some uncertainty as to the distal placement of the guidewire, the microcatheter was held at om branch vessel, physician was confident to be in the architecture of the vessel. With intention to exchange guidewire with softer guidewire, removal was attempted to the subject guidewire, which was found however being "locked" within the microcatheter. On withdrawing both the wire and the microcatheter as one unit, the tip of the guidewire sheared and the distal tip was left within the occluded segment. After this incident of the guidewire breakage, the previously used guidewire and other manufacturer's new guidewire were attempted to advance to the same lumen that the sheared wire was now occupying, only the latter guidewire of other manufacturer did advance distally, and physician felt entering two separate branches of the distal vessel. An other manufacturer's balloon catheter was advanced into the lesion up to the om but ruptured upon inflation. Subsequent attempts of inflation caused more extravasation of contrast and a perforation of the vessel. Medication was made, no tamponade ensued. Further medication and eps is reportedly estimated.